Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
During procedure, the sheath was advanced into the patient over the wire. While trying to advance a balloon through the sheath, the hub of the sheath popped off. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurence.